Event description:
According to the customer-"the mixer is set at 21% but still the patient gets more oxygen. Can't immediately find fault. Device needs to be checked by the lab. Device has to be sent." No patient incident was reported.

Manufacturer narrative:
Evaluation of mixer is not possible as the unit will not be returned to sechrist for evaluation. Since the unit will not be returned, we cannot confirm the reported issue. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventive actions are required. All complaints are trended by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file no. (B)(4).